Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of staphylococcus capitis peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and utilization of the liberty select cycler and cycler set. Additionally, there is no allegation of a machine malfunction or deficiency or cycler set leak reported for the peritonitis. Although the cause of the peritonitis is unknown, the culture result of staphylococcus capitis suggests a breach in aseptic technique. Staph capitis is a known organism on human skin and known to be linked with catheter-related infection. The cause of the pd catheter and extension set turning blue has not been determined. There is no literature pertaining to this scenario where the fluid remains clear without also turning blue. Based on the available information and no allegation or evidence of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s staphylococcus capitis peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The initial complaint details alleged that there was an unspecified infection. Upon follow up on (B)(6) 2020, the initial reporter, the patient¿s pd clinic¿s program manager (pm), reported that the patient had presented to the local emergency room on (B)(6) 2019 for cloudy pd effluent and abdominal pain. A pd effluent culture was obtained, and the patient had a computed tomography (CT) scan without contrast. No medication was administered to the patient and they were discharged within 24 hours. On (B)(6) 2019 the patient was seen at the pd clinic. The patient was asymptomatic, and it was noted that the patient¿s pd effluent was slightly cloudy. The patient was given antibiotics vancomycin 1g and gentamycin 100mg via intraperitoneal (ip) administration and instructed to swell for 6 hours. On (B)(6) 2019 there was no growth and no organism seen on the culture after two days. On (B)(6) 2020 the patient was seen at the clinic for a follow-up appointment. Patient was asymptomatic and their pd effluent was clear. Another culture was obtained. The patient reported that his pd catheter (covidien product) and extension set (fmc product) had turned blue the previous day. The pd nurse tried to wipe the set with an alcohol rub, but no color came off the tubing. After examination by the pd nurse it was determined that the blue coloring was on the inside of the extension set and catheter. The patient¿s extension set was changed out. There were no medication changes nor consumption of unusual liquids reported. On this date the pd effluent culture results from the hospital came back positive for staphylococcus capitis. The patient was administered a dose of ip vancomycin 1500mg for 3 doses for peritonitis. On (B)(6) 2020 the pd nurse conducted a home visit and the extension set was blue again with clear pd effluent. The surgeon who implanted the catheter and the catheter manufacturer, covidien, were contacted and they indicated they were unaware of similar cases of catheters turning blue. One of the extension sets is available at the clinic and a sample return was scheduled. Once returned the sample will undergo a physical evaluation by the manufacturer. A cause was not alleged nor identified for the patient¿s peritonitis. The patient remains asymptomatic and continues to complete pd therapy on the same liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.